Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 131 mg/dl. Standard troubleshooting was performed. The customer stated she wore the insulin pump in her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.